Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "gross instability status post primary right total knee arthroplasty".

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "gross instability status post primary right total knee arthroplasty" *update on (B)(6) 2022 per clinician review: " (B)(6), 2016: an "immediate operative note" is present. The preop diagnosis was marked instability status post right total knee arthroplasty. Postop diagnosis was instability status post right total knee arthroplasty. The procedure was revision right total knee arthroplasty. Findings included gross instability. Original stickers from a competitor knee replacement are present. Stryker cement was utilized. (B)(6), 2016: a full operation report is present. Preoperative diagnosis "instability status post right total hip [knee]". Postop diagnosis is "gross instability status post primary right total knee arthroplasty." The operation performed was "revision right total knee arthroplasty, all components.". The surgeon was dr. The revision surgery was done with navigation and was performed in a routine fashion. No mention was made of any prosthetic dysfunction including all the components and the polyethylene. Reconstruction was carried out with a constrained implant with stems. "

Manufacturer narrative:
Reported event: an event regarding revision due to instability involving a triathlon baseplate was reported. The event was confirmed via clinician review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the revision of a right total knee arthroplasty approximately 2 years after implantation due to instability. I can confirm that this event took place since I was able to review the preop and postop xrays and the revision operation note. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of instability are multifactorial including surgical technique factors, patient factors including activity level, bmi, and trauma. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient's right knee was revised due to gross instability whereby all components were revised to competitor construct. The event was confirmed via clinician review. Causes of instability are multifactorial including surgical technique factors, patient factors including activity level, bmi, and trauma. The exact cause of the event could not be determined. No further investigation is possible. If further information becomes available or the product is returned, this investigation will be re-opened.